Event description:
User self treated a wart on left hand. Blisters formed later that night. Burning sensation required ER visit. Attending physician diagnosed second and third degree burns and prescribed salve and oxycodone for pain. User followed directions but the cryogen sprayed even without user touching applicator after initial charging.

Event description:
Pt self treated a wart on left hand. Blisters formed later that night. Burning sensation required emergency room visit. Attending physician diagnosed second and third degree burns and prescribed salve and oxycodone for pain. User followed directions but the cryogen sprayed even without user touching applicator after initial charging.